Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The device was evaluated for unsolicited shutdowns and it was unable to be duplicated in testing or observed during the log review. We did observe battery communication notifications which means the device would be unable to communicate low battery or replace battery user advisories. This may explain the customer report but we are unable to firmly establish without evaluating the event battery. The device passed functional testing without duplicating the report. The battery communication assembly and dock connector were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.